Manufacturer narrative:
During an internal review on 17-jul-2025, noted a correction to the 3500a initial, under the d4. Primary UDI number as it should have been processed as (B)(4). Therefore, corrected. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, a pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch sf catheter and foreign material on the tip of the catheter was observed. The tip of the catheter was covered with unknown material after unpacking. No harm to the patient. No patient consequence. Additional information was received on 03-jul-2025. The issue was not noted before use. Embedded to the device. The device was used in the right atrium. No harm to the patient. Packaging was discarded. Additional information was received on 08-jul-2025. Vizigo sheath was used with this catheter. No physical damage issue noted with the catheter.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch sf catheter. The tip of the catheter was covered with unknown material after unpacking. No harm to the patient. No patient consequence. The picture investigation was completed on (B)(6) 2025. A picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, a white substance was observed adhered on the tip of the catheter. However, the origin of the substance cannot be determined based on the image provided. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).